Event description:
Customer reported the insulin pump administering a dual bolus and it alarmed no delivery. Customer's blood glucose was unknown. Customer resolved the alarm with a complete set change, unable to troubleshoot. Cannula was not bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.